Manufacturer narrative:
G.4. (B)(4). Device evaluation: our quality engineer inspected the samples submitted for evaluation. Your report of complications during insertion was confirmed; however, the root cause could not be determined. Fourteen 20g insyte autoguard devices were provided for investigation. Thirteen devices were received in sealed unit packaging, and no damage or defects were identified on the representative samples. A microscopic examination of the opened sample revealed a v-shaped breach in the catheter tubing near the tip, which was likely associated with the reported threading difficulty. As the damaged sample was received in opened packaging, it could not be determined from the photograph if the tubing was punctured during manufacturing or during use of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
This MDR is the result of an investigation finding. Original complaint was not MDR reportable for kink/bend and difficult to thread: bent needle/catheter upon opening package. Unusable for fear of patient harm. Rn tried to use the needle the first time without realizing it was affected, but was unable to thread the catheter. She removed the whole thing and realized there was a kink/bend. She opened another new IV and saw the same thing before inserting so did not use.